Event description:
It was reported that allegedly these blades had significant metal debris.

Manufacturer narrative:
Additional info will be provided once investigation is completed. Lot number 09308ce is also implicated in this report.